Event description:
It was reported that during a "retossigmoidectomy" procedure that half of the staples were opened when performing the anastomosis of rectal colon. There was no adverse pt consequence.